Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: eg29-i10c-us is available in the USA with a 510k number: k190805. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the root brace rubber cut; however, it is not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.